Manufacturer narrative:
A structural failure of the bed occurred while the patient was lying on it, resulting in a minor facial laceration. The patient received immediate care and was transported to a healthcare facility for further evaluation and treatment. No additional patient information is available at this time. The device has been removed from service pending repair. Based on the available information, the incident is considered an isolated component failure, with no indication of a design or manufacturing issue. The bed is approximately 19 years old, and no preventive maintenance records are available for review. A replacement part has been provided to the customer.

Event description:
A structural failure of the bed occurred while the patient was lying on it. The failure resulted in the patient sustaining a minor laceration to the face. The patient received immediate attention and was transported to a healthcare facility for medical evaluation and treatment.